Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported while at her hcp's office, she discovered insulin in the cartridge compartment of the pump; no treatment was given to patient. Patient stated she dried out the pump and inserted a new cartridge when she arrived home. Patient reported experiencing a blood glucose reading of 400 mg/dl this morning and when she removed the cartridge more insulin was in the cartridge compartment of the pump; self-treated by taking injection. Patient is currently using her backup pump. Patient stated the leak is coming from the bottom of the cartridge inside of the cartridge compartment. No adverse event reported. Product was replaced and requested return of the pump and cartridge for evaluation.